Manufacturer narrative:
Evaluation conclusion: the manufacturer only received and investigated the device's oxygen blending module board.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure related to the device's oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue. The device's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to a failure of the flow sensor component (u29).